Event description:
Complainant alleged that before use, the device experienced a user interface issue. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The user interface issue was observed from the picture provided by the customer. Logs were also provided to technical support for review; however, the logs did not provide any additional details as to why the failure may have occurred. To prevent future reoccurrence the main board was replaced.